Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2011, she alleges her blood exam revealed elevated chromium and cobalt levels, she is also having pain when she walks. Patient would like to know if her implants were part of a recall and is seeking compensation for her medical bills.